Event description:
It was reported that patient experienced tachycardia. This event was noted to be mild and possibly related to implant procedure. This event required intervention in the form of medication added and has not resolved. No other relevant information has been received to date.

Event description:
It was later reported that the event of tachycardia has resolved and patient recovered. No other relevant information has been received to date.